Manufacturer narrative:
Product investigation is in progress.

Event description:
Using the tampon.the string completely broke away...talk me through idea to remove [tampon]...I eventually did- vagina [foreign body in reproductive tract]. The string completely broke away-tampon [device breakage]. When I tried to remove it, the string completely broke away¿ideas to remove, I eventually did- tampon [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon string broke away during removal. No serious injury reported. Lots: 5126243048w,5119243070w,5125243048w.